Event description:
Customer reported 3 hcg false positives on one lot of reagents. One of the three patients had an iud removed due to the false positive result and must return to have the iud reinserted. The other two patients had a beta test done which was negative. No patient injury was reported.

Manufacturer narrative:
All controls run during the time of the events were within range. Customer stated the instrument calibration bar was cleaned with soap and water. Manufacturer advised customer that calibration bar should only be cleaned with distilled water.